Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator would not display the heart rhythm of a patient in cardiac arrest. Philips is considering this event to be a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Philips made multiple requests for information by email and by phone including attempts at contacting the hospital biomedical engineer and the hospital risk manager. Philips did not receive any responses to our attempts to retrieve additional information related to this event. It is unknown whether the device behavior resulted in an adverse patient event. Philips became aware of this issue via a user facility report (number (B)(4)) from the department of health and human services. The customer did not request a philips field service engineer (fse) onsite visit or technical support. This hospital reported that on (B)(6) 2019 a patient in cardiac arrest was connected to the heartstart mrx monitor / defibrillator via defibrillator pads but the monitor would not display the heart rhythm. It is unknown if any shocks were attempted or delivered, what mode of the device was used (monitor, AED, manual), or if another device was used to provide treatment. The brand of defibrillator pads was not reported, nor were electrocardiogram (ECG) rhythm strips or case events file provided for review. The philips clinical complaint investigator made multiple requests for additional information from the reporter, the biomedical engineer and the risk manager without response. Philips is unable to determine the cause of the reported symptom as the customer declined to provide additional information or contact philips for technical support and device evaluation.